Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer informed had a headache but denies any need of medical attention. The customer's expected blood result is 85-120mg/dl fasting. Verified the strips expire 9/30/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(6). Customer called concerned that the meter might read the blood sugar levels too high (unsure). Customer is not testing regularly testing as often as the doctor has instructed. Customer hasn't made any recent changes in diet or medication. Customer care assure customer does not need any medical intervention on the initial call or during customer obtained 525 mg/dl reading tha customer was concern .customer unable to retrieve it from the meter's memory due to customer had not time and date set properly.